Event description:
It was reported that following implant of the patient's system, the patient experienced significant bleeding post op in her spinal cord. As a result, surgical intervention was undertaken on an unknown date wherein the system was explanted to address the issue. It is unknown which lead caused the bleeding.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000172214.